Manufacturer narrative:
Additional information reported that the hcw was removing the used cassette from the sterrad® sterilizer collection box in order to reuse the container. An asp representative provided onsite retraining as per the sterrad® 100nx user guide, under cassette handling: ¿warning! Hydrogen peroxide may be present. Do not remove used cassettes from the cassette collection box. Dispose of the sealed cassette collection box according to local waste regulations.¿ asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) had an h2o2 skin reaction after removing a sterrad® 100nx cassette from the sterrad® sterilizer collection box. The hcw experienced pain in the fingertips and the skin turned white. The affected area was washed with running water, and the skin reaction lasted one day. The hcw did not receive medical treatment and was reported as ¿fully recovered¿. The hcw was wearing gloves at the time of the event; however, the h2o2 skin contact occurred when the hcw removed the gloves for disposal. The injuries were assessed to be minor since the h2o2 skin reaction resolved without medical treatment; however, the skin reaction was due to contact with h2o2 from a sterrad® 100nx cassette; therefore, this event is being reported as a malfunction subsequent to a serious injury.

Manufacturer narrative:
Additional event information provided the lot number for the suspect medical device. Asp investigation summary: the investigation included a review of the batch history record, trending analysis by lot number, and system risk analysis (sra). ¿ the batch history record was reviewed and no non-conformances were reported at the time of product release; manufacturer specifications were met. ¿ trending analysis by lot number was reviewed for the six months prior to open date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The used sterrad® 100nx cassette had been discarded. In addition, product evaluation and supplier investigation were not performed as this event has been determined to be user error. The most likely assignable cause for the h2o2 skin reaction can be attributed to failure to follow the sterrad® 100nx user guide in handling used cassettes, which cautioned against removing used cassettes from the collection box as hydrogen peroxide may be present. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).